Event description:
Caller reported an error with the continuous glucose monitor, specifically cgm error 42 involving the g7 sensor. There was no adverse impact to the customer's blood glucose level. The customer planned to contact support to reset the pump and connect the app to address a battery charging issue.